Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an error message was received by the device. Technical support was contacted and the suspected cause of the event was due to a corrupted recorded episode. The firmware was reloaded and the device was restored back to initial settings to resolve the event. The patient was stable and will continue to be monitored.